Event description:
It was reported as a general comment that a vessel puncture closure of an unknown vessel was attempted using a prostyle device for a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a cuff miss occurred a lot. The method to achieve hemostasis was not specified. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The UDI number is unknown as the part and lot number were not provided. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.